Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional information was received regarding the recall number. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: two controllers, controller ac adapter and six batteries were returned for evaluation. Hvad pump was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of returned controller ac adapter and batteries revealed that the devices passed visual and functional testing. Visual inspection of the returned controllers revealed that the controller (B)(4) had bent pins on power port 1. The controller (B)(4) had bent pins on power port 2. Log file analysis pertaining to (B)(4) revealed a power-up event on june 05, 2018 at 22:00:09 and 22:06:27 hours. No data points were recorded before the power up events. The last power down event was on nov 17, 2017 14:24:19 hours. Further verification of the data logs confirmed that this controller was a backup controller and hence was powered up on june 05, 2018 approximately 7 months later. The power sources attached after the power-up event were no power source on power port 1 and (B)(4) on power port. Two vad disconnect alarms were recorded on june 05, 2018 at 22:00:14 and 22:06:32 hours. Log file analysis pertaining to (B)(4) revealed three vad disconnect alarms within june 5 and june 6, 2018 due to physical disconnection of the driveline. The last data point was recorded on june 6, 2018 at 04:06:14 hrs. As a result, the reported vad stop and bent pins event were confirmed; however, the reported poor mechanical connections could not be confirmed. Based on the available information, a possible root cause of these loss of power events can be attributed to a controller exchange. The most likely root cause of the vad disconnect alarm can be attributed to a physical disconnection of the driveline cable. The most likely root cause of the bent pins can be attributed to a misalignment between the power port and battery output connector. (B)(4) was opened to investigate bent/damaged pins with controller 2.0. Controller (B)(4). (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system -controller 2.0. Controller / (B)(4) /model #: 1420 / expiration date: 2018-08-31. UDI #: (B)(4). Return date: 2018-06-15. Device evaluation anticipated, but not yet begun. Mfg date: 2017-08-31. (B)(4). Heartware ventricular assist system -controller 2.0. Controller / (B)(4) /model #: 1420 / expiration date: 2018-08-31. UDI #: (B)(4). Return date: 2018-06-15. Device evaluation anticipated, but not yet begun. Mfg date: 2017-08-31. (B)(4). Heartware ventricular assist system -ac adapter. Ac adapter / (B)(4) /model #: 1425us / expiration date: 2017-06-10. UDI #: (B)(4). Return date: 2018-06-18. Device evaluation anticipated, but not yet begun. Mfg date: 2016-06-10. (B)(4). Heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650 / expiration date: 2017-02-28. UDI #: (B)(4). Return date: 2018-06-18. Device evaluation anticipated, but not yet begun. Mfg date: 2016-02-28. (B)(4). Heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650 / expiration date: 2017-02-28. UDI #: (B)(4). Return date: 2018-06-18. Device evaluation anticipated, but not yet begun. Mfg date: 2016-02-28. (B)(4). Heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650 / expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-06-18. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650 / expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-06-18. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650 / expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-06-18. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). Heartware ventricular assist system -battery. Battery / (B)(4) /model #: 1650 / expiration date: 2017-03-31. UDI #: (B)(4). Return date: 2018-06-18. Device evaluation anticipated, but not yet begun. Mfg date: 2016-03-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) controllers exhibited bent pins, the controller ac adapter had irregularities with the guide holes, and the patient experienced a vad stop for approximately seven minutes. The batteries exhibited poor mechanical connection. The controller, ac adapter, and batteries were exchanged. The vad remains in use. No patient complications have been reported as a result of this event.